Event description:
It was reported that stent damage occurred. Vascular access was obtained via a femoral access. The target lesions were located in the left anterior descending artery (lad) and left circumflex artery (lcx). After a non bsc guidewire crossed the lesion in the lcx, a 2.5 x 24 promus element ¿ stent was deployed. The lad target lesion was 80% stenosed, de novo, 3.0x18mm, and concentrically shaped. The physician wired the lad and diagonal with two non bsc guidewire. Predilation was performed in the lad with a 2.5 x 12 maverick balloon catheter that reduced the stenosis to 50-60%. A 2.75x20mm promus element ¿ stent was advanced and deployed to the lesion. While the physician was trying to remove the guide wire in the diagonal artery, it was noticed that the proximal segment of the deployed stent in the lad was deformed. The procedure was completed by implanting a 3.5 x 16 promus element ¿ stent over the deformed segment and post dilated with a non bsc balloon catheter. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the physician thought that when they were trying to remove the wire from the diagonal, this event caused the deformation of the proximal segment of the stent. In addition, there was no dissection or perforation to the vessel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).